Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and the screen read "upstream occlusion". Per reporter, the alarm was silenced, tubing straightened out and ensured no kinks were present and clamps were sliding and ensure the medication spike was fully inserted into medication reservoir. However, the alarm persisted. Per reporter, troubleshooting was unsuccessful, there were no obvious kinks noted in the tubing, the green tab depressed and appeared intact and was spring loaded. There was no patient harm/adverse event reported.